Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, according to dr. (B)(6), "stem had subsided. No pain, patient hated the leg length discrepancy". Head and neck were explanted and replaced.